Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: "the reversed delta shoulder prosthesis in reconstruction of the proximal humerus after tumour resection", by lieven de wilde, et. Al, published in acta orthopædica belgica, vol. 69 - 6 - 2003, reviewed by clinician for MDR reportability. The authors present two series of six and seven patients respectively, with a tumour of the proximal humerus, who were treated at two different institutions with a depuy delta type reverse shoulder prosthesis after a malawer type ia or ib resection. The rationale of using an inverted shoulder prosthesis is the aim to improve the functional outcome in rotator cuff deficient shoulders. Both techniques resulted in a minimum active abduction of 60°, reaching 90° or more in most patients. When compared to other results in the literature, this is a major functional improvement. The article identified each of the thirteen patients as patient one thru thirteen, providing age, gender, tumour type and classification information, and various surgical resection and follow-up details. With regard to the cancer tumours, no local recurrence was seen. However, all but one patient with metastatic disease died in the short term because of progression of the primary tumour. In all, there were six reported deaths, and all were due to progression of cancer and were not deemed product related. Complications identified included shoulder dislocation/subluxation treated with abduction splinting in four patients, amyotrophy of the deltoid affecting one patient, and two cases of infection, of which one required product explantation and arthrodesis to treat. Apart from the arthrodesis, there were no other reported revision surgeries. There were no reports of implant loosening. There were two cases noted of radiographic resorption of bone grafting, and four cases of radiographic scapular notching, neither of which required operative intervention at the time of the article. This report addresses patient 12.